Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) channel. The device and rv lead were explanted and replaced to resolve the event. The patient was in stable condition.